Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to discomfort and multiple shocks on sustained ventricular fibrillation (vf). It was noted that this crt-d delivered anti-tachycardia pacing (atp) and eight unsuccessful shocks. One shock exhibited high impedance out of range. The technical services (ts) recommended to investigate if the out-of-range value could be due to noise generated by the lvad. The patient arrived at the hospital urgently in vf and was conscious thanks to the lvad. The vf was effectively cardioverted by an external defibrillator. Upon reviewed, it was found that the atp was not successful in converting the arrhythmia and the device charged to deliver a shock. The shock was subsequently delivered and changed the ventricular morphology (likely from a ventricular tachycardia (vt) to a vf). Additionally, there is a clear fluctuation in the shock impedance over the last year. The ts mentioned this could possibly be due to calcification process. The technical services (ts) discussed troubleshooting options. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. This product was not returned by the customer as evidence suggests that it remains in service. If the product is explanted and returned for analysis, a supplemental report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific as evidence suggests that it remains in service. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the event. A risk review was completed and confirmed that the event of therapy delivery/effectiveness problem was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to discomfort and multiple shocks on sustained ventricular fibrillation (vf). It was noted that this crt-d delivered anti-tachycardia pacing (atp) and eight unsuccessful shocks. One shock exhibited high impedance out of range. The technical services (ts) recommended to investigate if the out-of-range value could be due to noise generated by the lvad. The patient arrived at the hospital urgently in vf and was conscious thanks to the lvad. The vf was effectively cardioverted by an external defibrillator. Upon reviewed, it was found that the atp was not successful in converting the arrhythmia and the device charged to deliver a shock. The shock was subsequently delivered and changed the ventricular morphology (likely from a ventricular tachycardia (vt) to a vf). Additionally, there is a clear fluctuation in the shock impedance over the last year. The ts mentioned this could possibly be due to calcification process. The technical services (ts) discussed troubleshooting options. This crt-d remains in service. No additional adverse patient effects were reported.